Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.